Event description:
It was reported that there was early dislocation of inverted prostheses due to liner stability ratio deviation and mismatch for a 135-degree design. Additionally, it was stated that: "surgical revision and exchange of inserts (implantation of inserts with lsr more than 184 percent, which corresponds to the lsr of retentive inserts equivalent to the inserts of established 135-degree designs).".

Manufacturer narrative:
Corrected field: reporting contact (g1). The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned for investigation. A review of the device history was not possible because the catalog and lot number were not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material manufacturing or design related problems were unable to be identified as the catalog and lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If any additional information is provided the investigation will be reassessed.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that there was early dislocation of inverted prostheses due to liner stability ratio deviation and mismatch for a 135-degree design. Additionally, it was stated that: "surgical revision and exchange of inserts (implantation of inserts with lsr more than 184 percent, which corresponds to the lsr of retentive inserts equivalent to the inserts of established 135-degree designs).".